Event description:
It was reported that the patient's right ventricular (rv) lead had a steady gradual increase to high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.